Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. During an interventional procedure no x-ray was possible. A system restart was attempted and unsuccessful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Upon investigation the cse found the power generator of the system without power due to a tripped circuit breaker of the hospitals line power. After the breaker was reset, the system recovered. Several function tests and voltage measurements in the generator revealed no failure or malfunction. The manufacturer is not considering further actions resulting from this event because no malfunction has been recognized.